Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump was inspected and the reservoir bag was noted to be full, the pump setting was reading residual volume: zero, rate 2.2 ml.hr and 100 ml was given. It was also reported the pump was locked no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).